Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had "forgotten" all patient data except the date of birth in the time frame of (B)(6) 2012 to (B)(6) 2013. It was determined that there was a flipped bit in the patient information data. Once all fields are re-entered again, it would be possible to complete/restore all data. The device remains in use. No patient complications have been reported as a result of this event.